Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following component has been ordered. 16" monitor (right). It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.

Event description:
It was reported that the image quality on the 9800 system is poor. It was noted that the right monitor is flashing in and out of view. There was no report of pt injury.